Event description:
It was reported the customer had a displayable history check failed on startup alarm after inserting a new battery. The customer's blood glucose was 216 mg/dl at the time of the call. Customer also believed their insulin pump would not function without meter strips. Advised the customer this was not true. The customer was also advised their alarm was normal insulin pump behavior. Additional troubleshooting found the customer had a no delivery alarm during fill tubing. Troubleshooting could not be completed as the customer's call was dropped. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.